Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary procedure to treat a target lesion in the mid left anterior descending (lad) artery. A 3.0 x 18 mm xience xpedition stent was deployed at the target lesion and a dissection was noted. A second xience xpedition stent was deployed to treat the dissection. There was no clinically significant delay and no adverse patient sequelae. No additional information was provided.